Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 434mg/dl. The customer had symptoms such as vomiting and nausea and treated with a bolus. Customer indicated that the cannula was bent and was unsure if the drive support cap was damaged. Customer was advised to monitor the pump and call back if necessary.